Manufacturer narrative:
The reported complaint was confirmed. Per the manufacturer's subsidiary, the refrigeration relay with harness was replaced resolving the issue. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during the use of the device for a non-clinical activity, the heater-cooler was not making ice. There was no patient involvement.